Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the patient recharged and was able to go into MRI mode and as an extra measure the hcp gave them a completed MRI eligibility form. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for n on-malignant pain. It was reported that the patient was having an issue connecting to his implantable neurostimulator (ins) to access MRI mode. The rep stated that the patient charged his implant and put the device into MRI mode, but he couldn¿t connect because the ins already depleted. The ins couldn¿t charge either. It was then reported that the patient has had trouble charging to 100% since he last had the ins jumpstarted on (B)(6) 2018. During the call, the rep successfully started a recharging session using the patient¿s implantable neurostimulator recharger (insr). Continuing to charge until the first quartile was solid was recommended and then try accessing MRI mode using either the patient programmer (pp) or the clinician programmer. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was having an issue connecting to his implantable neurostimulator (ins) to access MRI mode. The rep stated that the patient charged his implant and put the device into MRI mode, but he couldn¿t connect because the ins already depleted. The ins couldn't charge either. It was then reported that the patient has had trouble charging to 100% since he last had the ins jump started on (B)(6) 2019. During the call, the rep successfully started a recharging session using the patient¿s implantable neurostimulator recharger (insr). Continuing to charge until the first quartile was solid was recommended and then try accessing MRI mode using either the patient programmer (pp) or the clinician programmer. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.